Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 250 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 461 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on 2 months prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no insulin issues and customer reported of breaking out at site. The device settings were not correct as customer was assisted with correctly programming the time. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.